Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 51 mg/dl. The user alleged the insulin pump was over delivering insulin due to their blood glucose level went down and the pump did not notify about suspension while in auto mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.